Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and menstrual disorder to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-nov-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain sharp and stabbing') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menstruation frequent, anemia, menopausal symptoms, low back pain and fatigue. Concurrent conditions included lower abdominal pain, menometrorrhagia, adenomyosis, headache, nabothian cyst, plexiform neurofibroma, shoulder pain, numbness, fibroids and peritoneal cyst. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced menometrorrhagia ("excessive and frequent irregular menses"), genital haemorrhage ("genital bleeding/excessive bleeding") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain and genital haemorrhage had resolved and the menometrorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no patency of fallopian tubes noted. Ultrasound scan vagina - on (B)(6) 2016: impression: adenomyosis changes of the uterus with an anterior submucosal fibroid about 3.1 x 2.9 x 2.6 cm, endometrial stripe not well seen on this examination. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 31-mar-2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain') and menorrhagia ('menorrhagia') in a female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menstruation frequent, anemia, menopausal symptoms, low back pain and fatigue. Concurrent conditions included lower abdominal pain, menometrorrhagia, adenomyosis, headache, nabothian cyst, neurofibroma, shoulder pain, numbness, fibroids and peritoneal cyst. Concomitant products included ketorolac tromethamine (toradol). On (B)(6)2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses"), pelvic pain ("pelvic pain female") and menstruation irregular ("excessive and frequent irregular menses"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6)2017. At the time of the report, the abdominal pain, menorrhagia and pelvic pain had resolved and the menstrual disorder and menstruation irregular outcome was unknown. The reporter considered abdominal pain, menorrhagia, menstrual disorder, menstruation irregular and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2013: no patency of fallopian tubes noted. Ultrasound scan vagina - on (B)(6)2016: impression: adenomyosis changes of the uterus with an anterior submucosal fibroid about 3.1 x 2.9 x 2.6 cm, endometrial stripe not well seen on this examination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-dec-2019: summons received. New event: excessive and frequent irregular menses, pelvic pain female added. Product indication added. On 18-dec-2019: pfs and mr received. Surgery ablation added. New reporters, concomitant conditions, drugs added. Historical conditions and lab data added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain shrp and stabbing') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dyspareunia, menstruation frequent, anemia, menopausal symptoms, low back pain and fatigue. Concurrent conditions included lower abdominal pain, menometrorrhagia, adenomyosis, headache, nabothian cyst, plexiform neurofibroma, shoulder pain, numbness, fibroids and peritoneal cyst. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced menstrual disorder ("abnormal menses"), menometrorrhagia ("excessive and frequent irregular menses") and genital haemorrhage ("genital bleeding/excessive bleeding"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain and genital haemorrhage had resolved and the menstrual disorder and menometrorrhagia outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no patency of fallopian tubes noted. Ultrasound scan vagina - on (B)(6) 2016: impression: adenomyosis changes of the uterus with an anterior submucosal fibroid about 3.1 x 2.9 x 2.6 cm, endometrial stripe not well seen on this examination. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: pfs received. New event, genital bleeding was added, onset date of events were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('abdominal pain sharp and stabbing') and menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. B02259) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure insertion and ablation performed on same day". The patient's medical history included dyspareunia, menstruation frequent, anemia, menopausal symptoms, low back pain and fatigue. Concurrent conditions included lower abdominal pain, menometrorrhagia, adenomyosis, headache, nabothian cyst, plexiform neurofibroma, shoulder pain, numbness, fibroids and peritoneal cyst. Concomitant products included ketorolac tromethamine (toradol). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). In 2016, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and pelvic pain ("pelvic pain female"). On an unknown date, the patient experienced menometrorrhagia ("excessive and frequent irregular menses"), genital haemorrhage ("genital bleeding/excessive bleeding") and menstrual disorder ("abnormal menses"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy and ablation). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menorrhagia, pelvic pain and genital haemorrhage had resolved and the menometrorrhagia and menstrual disorder outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, menometrorrhagia, menorrhagia, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: no patency of fallopian tubes noted. Ultrasound scan vagina - on (B)(6) 2016: impression: adenomyosis changes of the uterus with an anterior submucosal fibroid about 3.1 x 2.9 x 2.6 cm, endometrial stripe not well seen on this examination. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received : event "essure insertion and ablation performed at same time" added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
"Ntaneous" case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), menstrual disorder ("abnormal menses") and menorrhagia ("menorrhagia"). The patient was treated with surgery (davinci total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the abdominal pain, menstrual disorder and menorrhagia outcome was unknown. The reporter considered abdominal pain, menorrhagia and menstrual disorder to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.